Event description:
Pt tested blood glucose on the suspect device. It was 131 mg/dl at 6:45am. Pt took usual insulin dosage (7 units of humalog) and at 8am pt had an insulin reaction. Pt became disoriented and speech was slurred. Pt was taken to the emergency room and blood glucose was tested. Pt was given an of injection glucose and food.